Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) exhibited out of range, shock impedance measurements of greater than 200 ohms. It was reported that the measurements had been out of range for over a year. The patient was seen for a surgical revision procedure where it was discovered that the high voltage terminal pin pulled easily from the ICD. The connection was re-established securely with resolution of the high shock impedance measurement. The system remains in service. There were no adverse patient effects reported.